Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: investigation revealed that there was contamination found on the force sensor. The force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Investigation revealed that there was contamination found on the force sensor. The force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(4) 2013.